Event description:
A competitor reported that there was crosstalk, with safety pacing observed during an atrial capture test. Manipulation of the pocket resulted in noise on the rv (right ventricular) lead. Maximum sensitivity was programmed with no oversensing seen, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 157165 competitor implantable tachy lead, (B)(6) 2007; 5072-45 implantable pacing lead, (B)(6) 2011. (B)(4).